Event description:
During a follow-up in-clinic, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Reprogramming was performed to resolve event. The patient was stable and will continue to be monitored.